Event description:
It was reported that a peritoneal dialysis (pd) patient reported cycler started smoking near the plug in the back of the machine when the cycler was turned on. There were no power outages. The cause of the smoke is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, it was confirmed that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Additional event details were requested but were not provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient reported cycler started smoking near the plug in the back of the machine when the cycler was turned on. There were no power outages. The cause of the smoke is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, it was confirmed that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Additional event details were requested but were not provided.

Event description:
It was reported that a peritoneal dialysis (pd) patient reported cycler started smoking near the plug in the back of the machine when the cycler was turned on. There were no power outages. The cause of the smoke is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, it was confirmed that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Additional event details were requested but were not provided.

Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler which showed indications of infestation on cycler exterior surfaces. There were no visual indication of particulates within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The patient hipot test failed. The cycler would not turn on. The current leakage test passed. An internal visual inspection of the returned cycler was performed and found further indications of infestation. There were indications of dried fluid spots on the bottom cover underneath the pump assembly. Troubleshooting of the fault that the cycler unit did not turn on found no voltage output from the power supply. The f1 fuse was open. After replacing the power supply, the cycler powered up normally. After replacing the power supply, the post-accelerated stress test 2hours 15mins 8500ml simulated treatment was performed and passed with no further alarms or issues. There was no observance of smoke during testing of the cycler. No fluid leaks in the test cassette during the treatment test. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.